Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented on postop day one (1) with iop spike. Trough follow-up, the surgeon conferred with glaukos medical monitor who reported that the reported iop had settled down by the afternoon on postop day one (1) and the patient was reported on glaucoma medications. Postoperative iop control treatment options were also discussed based on the patient condition. Additional information has been requested.